Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to an unspecified surgical procedure it was observed that the battery oscillator device automatically turned on when the battery device was attached and without pulling the trigger. The reporter states that it is unknown if the patient was in the room when the event occurred. It was reported that there were no delays in a surgical procedure. It was not reported if there was a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device worked properly and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.